Manufacturer narrative:
The investigation could not determine a precise cause of the issue. Although the log file was reviewed and some log entries point to the multi display manager (mdm), the cause of the error mentioned in the complaint could not be clarified beyond doubt. The inspection of the unit at the concerned site could not determine the cause of the error as the situation was changed by the service intervention, which eliminated the error case. According to the system specialists, the most probable cause is a sporadic defect in the mdm, which is responsible for controlling the large display. This assumption is supported by the fact that the system functioned as specified following replacement of the mdm.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the large display went blank. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.